Event description:
Reporter alleged obtaining the results of 100 mg/dl and 300 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that at another time, she obtained the results of 110 mg/dl and 393 mg/dl within 10 minutes on the same aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.